Event description:
Customer reports back to back testing while using the aviva system with results of "hi" (>600mg/dl) and 80 mg/dl. L1 control was run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.